Manufacturer narrative:
There were no repairs done to the device. The device scrapped per the customer request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing related to the sensor board.